Event description:
Approximately 1/2 hr into pt's hemodialysis treatment, a leak was noticed at one corner of the pressure pillow on the arterial blood line. A new arterial line was set up and treatment continued with no further problems. MDR is filed for ebl of 100cc.